Manufacturer narrative:
The unit was discarded at the hospital. A review of the manufacturing records could not be completed without a lot number. The complaint could not be confirmed without return of the device. As noted in the product IFU: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient's clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. It is not known if some clinical factors may have contributed to the complaint. No actions will be taken at this time.

Event description:
As reported, the dpt is defective because the pressure measured higher than the patient's real pressure. An arterial blood pressure of 250/180mmhg was measured after zeroing and flushing several times. After the tubing was changed, the blood pressure was 159/50. No patient injury was reported.